Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a failed battery test alarm. Once this alarm was clear, customer received an "unable to exit training mode due to bad battery" alarm. Customer's blood glucose was 411 mg/dl, which was not treated. After troubleshooting, customer was able to insert new batteries and clear alarm. No further information provided.